Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Device was returned and no analysis was anticipated. (B)(4) applied to desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. Fdm and fdc applied to desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated patient was able to charge ins after receiving the replacement re charger. No further complication and events were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain, non-malignant pain and failed back surgery syndrome. It was reported desktop charger was not charging the recharger since (B)(6) 2018; connector pin was loose. Patient stated her ins died on (B)(6) 2018. Patient stated it was 2 days ago and was feeling pain. Additional information on(B)(6) 2018 was received from patient. Patient stated she tried sending back the equipment; she accidentally messed the return shipping label and it was no longer readable. No further complication and events were reported.